Manufacturer narrative:
The cartridge was not returned to animas for evaluation. A retained sample cartridge was used for testing. The cartridge passes visual inspection, no damage or defects were noted to the luer connection, or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 2, (B)(4) 2011 - device evaluation: the infusion set has been returned the third party manufacturer and evaluated by product analysis on (B)(4) 2011 with the following findings: the infusion set passed inspection with no failure detected.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
The patient reported that her blood glucose (bg) read hi on her glucose meter; she said she had a headache, felt nauseous, and was slightly short of breath; she tested small to moderate urinary ketones. The patient stated that she treated the bg elevation via the pump and syringe. She said her symptoms resolved several hours later and her bg slowly resolved to 125 mg/dl by the next morning. The patient reviewed the pump and supplies with customer support and found the following: the infusion site was not red or irritated, the tubing is free of air bubbles and there was no leakage from the tubing, and the luer lock was secure. She noted that there was a small amount of insulin leaking from the cartridge and some condensation between the two black o-rings on the cartridge. She stated that she does not reuse cartridges and replaces them every 2-3 days. The review of the pump revealed no mechanical defects or malfunctions; insulin delivery per bolus and basal histories was accurate. This complaint is being reported because leakage from the cartridge may have contributed to the bg elevation with symptoms.